Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in-clinic with the right atrial lead exhibiting atrial under-sensing and over-pacing resulting in several episode of inappropriate mode switch. Programming interventions were made. The were no patient consequences. The patient will continue to be monitored as scheduled.